Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
No button response due to flattened dome switch on esc and down arrow buttons. The insulin pump was tested with test keypad and no frozen display noted. Unable to test for battery out limit due to button/keypad anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.